Manufacturer narrative:
(B)(4)

Event description:
In a review of published literature, these findings were noted. "Mid-term results of endovascular treatment with the gore tag device for degenerative descending thoracic aortic aneurysms," yunoki j, kuratani t, shirakawa y, et.al. Gen thorac cardiovasc surg. 2015 jan; 63(1):38-42. From (B)(6) 2008 to (B)(6) 2011, elective thoracic endovascular aortic repair (tevar) with gore tag&#59412;thoracic endoprostheses without left subclavian artery (lsa) coverage for a degenerative descending thoracic aneurysm was performed in 36 consecutive cases. The mean age of the patients was 74.8 +/- 10.0 years, and 66.7% of the patients were male. The article describes a case of a distal type I endoleak. In one case, the patient was implanted with a gore tag thoracic endoprosthesis on an unknown date to treat a saccular aneurysm in the descending thoracic aorta. The pre-operative aneurysm diameter measured 63mm. On an unknown date approximately 5 years post-implantation, follow-up imaging revealed a distal type I endoleak with aneurysm enlargement (amount unknown). On an unknown date, the patient underwent a re-intervention procedure whereby an additional stent graft was implanted to repair the distal type I endoleak. Additional information was requested by gore; however, none was provided.